Event description:
Syncopal episode at home. S/p dual chamber pacemaker implant with right ventricular lead fracture. Procedure performed - interrogation and reprogramming of dual chamber pacemaker - pacemaker pocket with pocket modification - removal of pacemaker generator.